Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens(iol) implant procedure the lens got stuck in the shooter. The procedure was completed with the backup lens. Additional information has been received and stated that there were no negative consequences for the patient.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The lens was not returned stuck inside a cartridge. Only the lens was returned, positioned incorrectly (posterior surface up) in the lens case inside the lens carton. Viscoelastic was dried on the lens. Both haptics were folded onto the anterior optic surface. One haptic was adhered in dried solution to the optic. The other haptic was torn almost completely (still attached) in the gusset area. Two areas of cracked damage were observed on the posterior optic surface in front of the damaged haptic. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were used. The root cause cannot be determined for the reported complaint of stuck in the shooter. The lens was not returned stuck in a cartridge. Only the lens was returned, placed into the lens case. Both haptics were folded onto the optic, similar in appearance to a lens that was loaded into a cartridge. Haptic and optic damage was observed. The instructions for use (IFU) instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd filled cartridge. The lens should be inserted until the optic is a little more than half way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and or damage. It is unknown if adequate viscoelastic was used. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).